Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient;s spouse that the implantable pulse generator (ipg) was giving "incorrect data" and that there is a "loose wire". The ipg and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.